Manufacturer narrative:
(B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that system functioned as expected. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation device. It was reported that after moving the equipment from the parking location to an operating room (or), the site plugged the mobile view station (mvs) in. They left the system there for 20 min, but when they returned to set up the system, mvs was turned off and would not boot. They checked the green power led and it was not turned on. After moving the power cable to other socket, the mvs started for a few seconds and then go to black. During investigation, burnt fuse was found. They replaced the fuse, but the mvs still would not turn on.

Manufacturer narrative:
Patient weight received. If information is provided in the future, a supplemental report will be issued.